Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. It was reported the patient was not hospitalized for the event. On an unreported date, dianeal therapies were discontinued. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.